Manufacturer narrative:
The system was evaluated at the site. The reported issue was not able to be duplicated by medtronic personnel. The sys was fully functional and shows no anomalies.

Event description:
A medtronic rep reported that a site was 1 cm. Inaccurate during a cranial case using pointmerge. It was stated that the surgeon doesn't check anatomical landmarks when checking accuracy but glides the probe across the head. The surgeon found the tumor and found it necessary to enlarge the bone flap slightly to fully complete the surgery.